Event description:
Customer called reporting that she had received a low pressure high error message for a unicel dxc 600 synchron system on (B)(6) 2011. Customer noticed liquid dripping out of the back of the low pressure air regulator as she adjusted the regulator. Customer proceeded to adjust the low pressure air regulator a second time and noticed that the leak had stopped. The nature and type of liquid that was dripping is undetermined. Instrument was not operational while the drip occurred and no erroneous results were generated. Customer stated that she was wearing personal protective equipment during the incident and no spill, trip or fall hazard was associated with the event.

Manufacturer narrative:
Field service engineer (fse) was dispatched on (B)(6) 2011. Instrument was evaluated but the fse could not determine the root cause for the leak. An MDR will be filed for this event because the nature of the leak was unknown and we could not determine if, upon recur, the leak could cause serious injury or death. (B)(4).